Manufacturer narrative:
.

Event description:
The customer reported that the heartstart mrx was not able to acquire any ECG signals during a resuscitation event. There is no indication of negative patient impact as a second monitor was used.